Event description:
Customer reported the system is not saving images. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software . System operates as intended. (B) (4)